Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The initial release of the device landed too proximal for which a full recapture was performed in order to place the was more distal for a second release. The closure device was redeployed and at this time a perforation to the laa and a pericardial effusion were noted. At this time, all devices were left in place to block the perforation and a pericardiocentesis was performed to successfully stabilize the patient. The medical team felt there was too much risk to remove the devices and sent the patient for open heart surgery to retrieve the closure device. Surgery was successful and the patient has been discharged home without any clinical consequences due to this complication. The reporter attributed the cause of the perforation to the movement of the was system during transitioning the system more distally after the first release and prior to the second release of the closure device. Of note, patient was not on warfarin or antiplatelet drugs at this time.